Event description:
It was reported that the iab had been in use for 3 days. It was noted that the position of the iab was high in the aorta, so the md brought the iab down 1cm. Immediately, there was blood flashback into the catheter. Since a balloon rupture was suspected, the iab was removed. There were no associated pt complications.